Event description:
The customer was obtaining high blood glucose results on the suspect device such as 573,556,521 mg/dl and hi. Pt took extra insulin and about three hours later went to the hosp and their glucose was 40 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system.